Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), menorrhagia ('heavy menses / abnormal uterine bleeding / severly painfulm and heavy menses') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 530422-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal swelling ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), uterine haemorrhage ("abnormal uterine bleeding") and dermatitis contact ("contact dermatitis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube and dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, device dislocation, uterine haemorrhage and dermatitis contact outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal swelling and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain, pharyngeal swelling and uterine haemorrhage to be related to essure. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ discrepancy in essure insertion date as (B)(6) 2015. Treatment received for pain, allergic reaction, migration. The operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: expelled the essure. Lot # 530422-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic tubal pregnancy") and menorrhagia ("heavy menses / abnormal uterine bleeding / severly painful and heavy menses") in a 33-year-old female patient who had essure (batch no. 530422) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal oedema ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), uterine haemorrhage ("abnormal uterine bleeding ") and dermatitis contact ("contact dermatitis "). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with famotidine (pepcid), prednisone, surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube) and surgery (dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal oedema and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device, uterine haemorrhage and dermatitis contact outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain, pharyngeal oedema and uterine haemorrhage to be related to essure. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ the operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: expelled the essure on (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the (B)(6) 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. Most recent follow-up information incorporated above includes: on 24-aug-2018: summons received. Lab data were added. Added event abnormal uterine bleeding, contact dermatitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic tubal pregnancy") and menorrhagia ("heavy menses / abnormal uterine bleeding / severly painful and heavy menses") in a 33-year-old female patient who had essure (batch no. 530422-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal oedema ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), uterine haemorrhage ("abnormal uterine bleeding") and dermatitis contact ("contact dermatitis"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with famotidine (pepcid), prednisone, surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube) and surgery (dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal oedema and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device, uterine haemorrhage and dermatitis contact outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain, pharyngeal oedema and uterine haemorrhage to be related to essure. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ the operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: expelled the essure on (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worseining of pain'), ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), menorrhagia ('heavy menses / abnormal uterine bleeding / severly painfulm and heavy menses') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 530422-inv) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal swelling ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), uterine haemorrhage ("abnormal uterine bleeding"), dermatitis contact ("contact dermatitis"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimune symptoms") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube and dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, device dislocation, uterine haemorrhage, dermatitis contact, genital haemorrhage and autoimmune disorder outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal swelling and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, arthralgia, autoimmune disorder, back pain, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, genital haemorrhage, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain, pharyngeal swelling and uterine haemorrhage to be related to essure. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ discrepancy in essure insertion date as (B)(6) 2015. Treatment received for pain, allergic reaction,migration. The operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Per pif: she was able to extract her migrated right device by hand. She had an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: expelled the essure. Lot # 530422-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "auto-immune symptoms and abnormal bleeding". Essure indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/"worsening" of pain'), ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), heavy menstrual bleeding ('heavy menses / abnormal uterine bleeding / severly "painful" and heavy menses') and device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. 530422-inv, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal swelling ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), abnormal uterine bleeding ("abnormal uterine bleeding"), dermatitis contact ("contact dermatitis"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder (""autoimmune" symptoms") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube and dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and heavy menstrual bleeding had resolved, the ectopic pregnancy with contraceptive device, device dislocation, abnormal uterine bleeding, dermatitis contact, genital haemorrhage and autoimmune disorder outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal swelling and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, arthralgia, autoimmune disorder, back pain, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, genital haemorrhage, heavy menstrual bleeding, lip swelling, migraine, neck pain, pelvic discomfort, pelvic pain and pharyngeal swelling to be related to essure. The reporter commented: the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ discrepancy in essure insertion date as (B)(6) 2015. Treatment received for pain, allergic reaction,migration. The operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Per pif: she was able to extract her migrated right device by hand. She had an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: expelled the essure. Lot number: 530422-not valid. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received, reporter added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worseining of pain'), ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), heavy menstrual bleeding ('heavy menses / abnormal uterine bleeding / severly painfulm and heavy menses') and device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. 530422-inv, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ (B)(6) 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal swelling ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), abnormal uterine bleeding ("abnormal uterine bleeding"), dermatitis contact ("contact dermatitis"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimune symptoms") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube and dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and heavy menstrual bleeding had resolved, the ectopic pregnancy with contraceptive device, device dislocation, abnormal uterine bleeding, dermatitis contact, genital haemorrhage and autoimmune disorder outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal swelling and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abnormal uterine bleeding, allergy to metals, arthralgia, autoimmune disorder, back pain, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, genital haemorrhage, heavy menstrual bleeding, lip swelling, migraine, neck pain, pelvic discomfort, pelvic pain and pharyngeal swelling to be related to essure. No further causality assessment were provided for the product. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ discrepancy in essure insertion date as (B)(6) 2015. Treatment received for pain, allergic reaction,migration. The operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Per pif: she was able to extract her migrated right device by hand. She had an ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: expelled the essure. Lot number: 530422-not valid lot number: b30422 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic tubal pregnancy") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced pelvic discomfort ("odd sensation in her pelvic area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device expulsion ("extracted an essure coil with her hand"), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), menorrhagia ("heavy menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal oedema ("swelling throat") and abdominal pain ("occasional sharp abdominal pains."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal oedema and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain and pharyngeal oedema to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff experienced an odd sensation in her pelvic area, and extracted an essure coil with her hand. Plaintiff visited his office with the coil on the same day. A transvaginal ultrasound was performed three days later on (B)(6) 2015, in order to determine placement of the other essure device. According to the medical records, "[e]chogenic interface suggests retention of at least a portion of the essure device." Plaintiff underwent a laparoscopic bilateral salpingectomy with removal of the remaining essure® device from the left fallopian tube, with dilation and evacuation on (B)(6) 2015. The operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, "histologic findings compatible with an ectopic tubal pregnancy." Diagnostic results: on (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, "histologic findings compatible with an ectopic tubal pregnancy." Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('ectopic tubal pregnancy'), menorrhagia ('heavy menses / abnormal uterine bleeding / severly painfulm and heavy menses') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 530422-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ 30-sept 2015 : plaintiff presented to ucg complaints of back pain and dyspareunia. During this visit, she first expressed interest in having essure device explanted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"), 2 months 25 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal swelling ("swelling throat"), abdominal pain ("occasional sharp abdominal pains."), uterine haemorrhage ("abnormal uterine bleeding") and dermatitis contact ("contact dermatitis") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube and dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the ectopic pregnancy with contraceptive device, device dislocation, uterine haemorrhage and dermatitis contact outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal swelling and abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dermatitis contact, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain, pharyngeal swelling and uterine haemorrhage to be related to essure. The reporter commented: the operative report for the december 3rd procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ discrepancy in essure insertion date as (B)(6) 2015. Treatment received for pain, allergic reaction,migration. The operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: expelled the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: migration. Outcome of previously added events pelvic pain, menorrhagia were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ectopic pregnancy with contraceptive device ("ectopic tubal pregnancy") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced pelvic discomfort ("odd sensation in her pelvic area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device expulsion ("extracted an essure coil with her hand"), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), menorrhagia ("heavy menses"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal oedema ("swelling throat") and abdominal pain ("occasional sharp abdominal pains."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with famotidine (pepcid), prednisone and surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal oedema and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain and pharyngeal oedema to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff experienced an odd sensation in her pelvic area, and extracted an essure coil with her hand. Plaintiff visited his office with the coil on the same day. A transvaginal ultrasound was performed three days later on (B)(6) 2015, in order to determine placement of the other essure device. According to the medical records, "[e]chogenic interface suggests retention of at least a portion of the essure device." Plaintiff underwent a laparoscopic bilateral salpingectomy with removal of the remaining essure® device from the left fallopian tube, with dilation and evacuation on (B)(6) 2015. The operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, "histologic findings compatible with an ectopic tubal pregnancy." Diagnostic results: on (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, "histologic findings compatible with an ectopic tubal pregnancy." Most recent follow-up information incorporated above includes: on 27-oct-2017: after internal review, case reopened to correct medwatch info tab. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic tubal pregnancy") and menorrhagia ("heavy menses / abnormal uterine bleeding") in a 30-year-old female patient who had essure (batch no. 530422) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 2 months 25 days after insertion of essure, the patient experienced device expulsion ("extracted an essure coil with her hand") and pelvic discomfort ("odd sensation in her pelvic area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severely painful and heavy menses/severe cramping during her recent menses"), menorrhagia (seriousness criterion medically significant), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), back pain ("back pain"), fatigue ("fatigue"), allergy to metals ("nickel allergy") with urticaria, rash, urticaria and hypersensitivity, neck pain ("neck pain"), migraine ("migraine headaches"), generalised anxiety disorder ("generalized anxiety disorder"), lip swelling ("swelling of her lips"), pharyngeal oedema ("swelling throat") and abdominal pain ("occasional sharp abdominal pains."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with famotidine (pepcid), prednisone, surgery (bilateral salpingectomy with removal of remaining essure device from left fallopian tube) and surgery (dilation and curettage, hysteroscopy, and novasure endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, menorrhagia, dyspareunia, arthralgia, back pain, fatigue, pelvic discomfort, allergy to metals, neck pain, migraine, generalised anxiety disorder, lip swelling, pharyngeal oedema and abdominal pain had not resolved and the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, generalised anxiety disorder, lip swelling, menorrhagia, migraine, neck pain, pelvic discomfort, pelvic pain and pharyngeal oedema to be related to essure. The reporter commented: the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ the operative reported noted a"normal-appearing endometrial cavity [and] no significant submucosal fibroid was seen" after the procedures performed on (B)(6) 2018. Diagnostic results: on (B)(6) 2015 transvaginal ultrasound was performed three days [e]chogenic interface suggests retention of at least a portion of the essure device the operative report for the (B)(6) procedure also noted a dilated right fallopian tube, and the pathology report stated, ¿histologic findings compatible with an ectopic tubal pregnancy.¿ most recent follow-up information incorporated above includes: on 14-jun-2018: legal complaint received. Information added: essure lot number (530422), onset date of ¿device expulsion¿, treatment for heavy menses. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.